Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing of the cadd cassette was torn and had leaked onto the pump, rendering the pump inoperable. The issue was not discovered immediately, resulting in an interruption of therapy for the patient. Duodopa medication had also leaked into the carrying bag. The night pump was programmed with the daytime settings: continuous dose 5.0, extra dose 4.0, and morning dose 5.5. An additional dose was also administered. The patient called again at 11:00 p.m. To have the night settings configured to continuous night dose 2.9 and extra dose 1.0. The patient further reported that this was the third cassette with which this issue had occurred and stated that the tubing appeared thinner than previous cassettes. There was reported patient involvement; however, no patient harm was reported.